Event description:
Additional information received reported that the patient's pump was explanted (B)(6) 2015. Antibiotics were started on (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the pump was used to infuse gablofen. The healthcare professional (hcp) stated that the infection had followed a catheter revision. The infection was diagnosed ¿(B)(6) 2014.¿ the patient¿s last refill was (B)(6) 2014. The patient had drainage and incisional wound opening at the device pocket. A culture was obtained of the device pocket, cerebrospinal fluid (csf), and blood. Staphylococcus aureus was cultured and was ¿pan sensitive.¿ perioperative intravenous antibiotics (vancomycin) were administered and the entire system was explanted. The infection was reportedly ongoing. The hcp mentioned that the patient had an autoimmune disorder that was considered a risk factor prior to device implant. The patient was on humira for ulcerative colitis at the time of the event.

Event description:
It was reported that the patient¿s pump was infected and the system was explanted. The pump and catheter would be replaced in the future. Specific patient symptoms were not reported. The patient status at the time of the report was 'alive - no injury'. The pump system was being used to infuse baclofen (unknown). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).